Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20256467, model/catalog description: avista MRI perc lead kit 56 cm. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that following an implant procedure, the patient was having loss of stimulation. It was confirmed via x-ray that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:13 pm CT. The report number is being corrected from: 3006630150-2018-62377 to: 3006630150-2018-61098. This report is follow-up # 1.

Event description:
A report was received that following an implant procedure, the patient was having loss of stimulation. It was confirmed via x-ray that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 03:12 pm CT. The report number is being corrected from: 2134265-2018-64333 to: 3006630150-2018-61098.

Event description:
It was reported that stent dislodgement occurred. During preparation of a 16 x 3.50mm rebel stent, it was noted that the stent was not properly clipped. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR.: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed that the stent is damaged. The distal section of the stent looks stretched and the crimp marks are visible on the balloon. The proximal section is still tightly crimped onto the balloon. The tip is damaged and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the stent is damaged but appears to have possibly snagged on something and stretched.